Manufacturer narrative:
Block h6: problem code 1149 captures the reportable event of balloon failed to deflate. Block h10: investigation results visual examination of the complaint device found that the balloon was burst. The catheter was noted to be kinked. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors encountered during the procedure, such as the technique used by the physician, the amount of strength applied by the customer during the movement of the balloon, and/or interaction with the scope, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon would not fully deflate. Reportedly, the inflation medium was eventually able to be removed from the balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon would not fully deflate. Reportedly, the inflation medium was eventually able to be removed from the balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event.